Event description:
It was reported that the patient had a low voltage alarm requiring the patient's mobile power unit to be replaced. The event date was estimated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of low voltage alarms while connected to the mobile power unit (mpu) was unable to be confirmed. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. No log files or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.